Manufacturer narrative:
The unit was received at the international service center. The technician was unable to duplicate the reported issue. Although connected oxygen cylinder to the device and performed run in test at service center, the phenomenon reported did not recur. Review of the device diagnostic history log confirmed the reported occurrence. According to service manual, followings were checked but no abnormality was confirmed: confirmed dirt and extraneous materials on oxygen inlet filter. Carried out high leak pressure test. Confirmed oxygen flow. The oxygen solenoid valve is recommended to be repair. Completion schedule: after estimate is approved by customer.

Event description:
The international customer reported "o2 device failed" alarm was displayed. The biomed replaced the unit with same model one. The unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.

Manufacturer narrative:
The manufacturer¿s international service technician found e/c 1111, ¿oxygen device failed¿, in the event log but could not reproduce the error. The manufacturer¿s international service technician replaced the oxygen solenoid valve as a preventive measure to recurring failure. During further investigation, a visual inspection of the gas delivery solenoid valve assembly revealed no evidence of damage or contamination. The o2 solenoid valve was installed in a further investigation test ventilator. An o2 flow accuracy test was performed and the device passed. The ventilator started-up and deliver breaths for an hour without errors. A test of the solenoid revealed that the air and o2 flow stay unchanged when closing the o2 supply valve. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer returned o2 solenoid valve was installed in an fi test ventilator. The high pressure leak test and the oxygen flow accuracy test were executed and passed. No leak was observed when opening the o2 valve slightly and letting it close again. The ventilator was started up in normal ventilation and run with 50% o2 setting for an hour without any errors occurring. No failure was found.

Event description:
The customer reported an ¿oxygen device failed¿ alarm (e/c 1111). The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.